Manufacturer narrative:
There is no available information regarding the event date; therefore, the bsc aware date was used. The lot number does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a mesh was implanted during a procedure performed on an unknown date. According to the complainant, the patient was seriously ill because of the implanted mesh. She had extensive surgery to remove it but it was reportedly almost impossible. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.